Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an audible noise was heard when the patient notifier was activated the first time. The device will be monitored.